Event description:
While the arm of the dental x-ray unit was fully extended for an x-ray, the unit fell off the wall and was caught by the assistant.

Manufacturer narrative:
There was no user or patient injury with this incident. A visual inspection was performed by a dealer service technician. The top lag screw of the wall mount pulled out during the extension of the articulated arm, placing the weight of the x-ray unit on the bottom lag causing the wall mount to break at the bottom lag. The original installation did not include the wall plate. In conclusion, it has been determined that improper installation of the x-ray unit to the wall contributed to the incident. The unit has been repaired.